Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr found that after power cycle, power supply 1 would work properly. The data logs confirmed the intermittent failure. The fsr replaced power supply 1. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) plugged the power supply into a lab use only (luo) power supply test fixture. Upon power up, the pst observed the power supply voltage to be out of specification three consecutive times. It was determined that power supply was defective.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) had intermittent power supply failures at start up. There was no patient involvement.